Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: a product history review is expected but not yet available. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the white pusher of a 5f mynxgrip vascular closure device (vcd) was not actually on the device. Manual pressure was held for hemostasis. There was no reported patient injury. The deployer was mynx certified. The vessel was arterial. The sales representative educated that if they didn¿t shuttle down completely, this could be why the tube did not expose when pulling sheath back. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle with the stopcock opened. The procedural sheath was not returned, residuals from the sealant were observed on the catheter shaft, exposed to blood, and the advancer tube was found to have remained in manufactured position as received. The syringe was returned attached to the device. The device was inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. Per dimensional analysis, the advancer tube¿s length and distance between the proximal and distal tamp locks were measured and noted to be within specification. Per functional analysis, a simulated deployment test was performed to ensure functionality of the returned device. The shuttle was advanced without issue, and the advancer tube was pushed through as intended per the mynxgrip instructions for use (IFU). Per microscopic analysis, visual inspection at high magnification showed no damages to the tamp locks of the returned device that may have prevented the advancer tube from engaging to the proximal tamp lock during the procedure. A product history record (phr) review of lot f2310106 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿advancer tube-missing advancer tube¿ was not confirmed through analysis of the returned device since it was found in its manufactured position. The exact cause of the issue experienced could not be determined during analysis of the returned device. Based on the limited information available for review and the product analysis, procedural/handling factors (such as an incomplete engagement of the advancer tube) most likely contributed to the issue with the advancer tube reported since it was returned in its manufactured position and it performed as intended during functional analysis. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr review, nor the product analysis, suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2310106 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the final engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Corrected data: h4 device manufacturer date was updated.

Manufacturer narrative:
A product history review is expected but not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the white pusher of a 5f mynxgrip vascular closure device (vcd) was not actually on the device. Manual pressure was held for hemostasis. There was no reported patient injury. The deployer was mynx certified. The vessel was arterial. The sales representative educated that if they didn¿t shuttle down completely, this could be why the tube did not expose when pulling sheath back. The device is available for evaluation.